Manufacturer narrative:
A) the user-reported occlusion issue was confirmed. The device failed the 30psi occlusion test that it alarmed at 76psi, which was outside the 22psi -38psi specification. In addition, the device was found to have a flow rate accuracy of -5.08%, which was outside of the +/-5% specification. The device was repaired, recalibrated, and tested to meet all specifications on (B)(6) 2017. B) the pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on (B)(6) 2011.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00269).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
The user reported that the pump failed the occlusion test. "During the 24 psi occlusion test, pump reached a pressure of 56 psi." No patient was involved in this case. No exact event date was provided by the user.